Event description:
On 10/21/2022, it was reported by a sales representative via email that an ar-9676 driver shaft and an ar-9597-20 reamer were stuck together. This was discovered during a procedure on (B)(6) 2022. Case was completed using a disposable reamer. After the surgery, sales representative examined the devices and realized they were stuck. The driver shaft was chucked, and it started to rotate and was able to pull out the sleeve cannulation. However, the devices no longer mate smoothly, and the shaft continues to get stuck in the sleeve. Additional information received on 10/21/2022: this was discovered during a total shoulder arthroplasty procedure. Nothing broke inside the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was confirmed. Visual evaluation of the pictures attached to the complaint of an ar-9597-20 angled reamer sleeve, 20° and ar-9676 revealed heavy scratches lines in the sleeve collar of the mating part ar-9676. It is concluded that is the result of interference with the mating instrument.